Event description:
Information received indicates the brake will not stay set when engaged.

Manufacturer narrative:
The technician found the brake lock was worn. He rebuilt the brake block to repair the bed.